Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose was 184 mg/dl. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. . After removing the obstruction from the speaker holes, the alarm cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.